Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 83-year-old male on impella cp for mechanical circulatory support. It was reported the patient presented with chest pain, sob, and elevated troponins. The patient was taken to cath lab to place impella cp. It was reported that they were unable to cross lesion in the left anterior descending artery (lad). At the conclusion of procedure, the patient was transferred to ormc and taken to cath lab for high risk percutaneous coronary intervention (hrpci). The patient expired while on support.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Initial MFR 1220648-2024-08651 was sent erroneously. Upon review, the complaint was not related to the impella cp. The reported incident was related to the percutaneous insertion, and unrelated to the impella device.